Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by fever. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The same day the patient began treatment with intraperitoneal (ip) injection of vancomycin (1gm, stat and continued every fifth day, duration not reported) and ip cefazolin (250 mg per exchange, duration not reported) for peritonitis. Dianeal therapy was ongoing. The patient was discharged seven days after hospital admission and was recovered from this peritonitis event. No additional information is available.